Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD, implanted: (B)(6) 2012. Product event summary: the lead was not returned. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that there was oversensing due to non-physiologic signals/sic (sensing integrity counter) and that there was a right ventricular lead integrity alert. It was noted that beginning (B)(6) 2015, ventricular sensing integrity counts were up to 1192; and there were vt-ns (ventricular tachycardia-non-sustained) episodes with evidence of lead noise oversensing. Also, there was a right ventricular (rv) lead integrity warning that occurred on (B)(6) 2015 for sensing integrity counts greater than thirty in three days and two or more high rate nst (non-sustained tachycardia) episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead alert and lead oversensing was confirmed in the clinic. It was also noted that the rv lead exhibited noise. The pace/sense and hv (high voltage)-rv portions of the lead were capped and replaced. The svc coil portion of the lead remains in use. No patient complications have been reported as a result of this event.